Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector which caused the event. The condition of the returned device would result in insufficient energy transmission during ablation and a weak aiming beam thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the laser fiber did not work after it was plugged into the laser machine. The fiber was plugged to a different laser machine but it still did not work. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector. Please refer for full investigation details.